Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. The event log was pulled for review, and there were multiple lines that contained: alarm code 02 sub code: 44. This line indicates a motor open, motor delay issue. The reported system error is confirmed.

Event description:
On 06/27/2023, infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing a delay in treatment. The device was returned.